Event description:
It was reported that during a da vinci surgical procedure, the tips of the fenestrated bipolar forceps instrument would not open. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found both of the instrument's pitch cables are broken at the distal clevis hub. Both of the crimps and cable attached to the crimps are missing from the distal clevis hub. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cables found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.